Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13722.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), regarding a 26mm sapien 3 ultra valve by right transfemoral approach. After successful deployment of the valve, on retrieval of the balloon into the sheath there was resistance and ¿clear distortion of the sheath¿. The operator was able to bring the balloon back into the sheath, but only with obvious involution and distortion of the sheath. The vascular surgeon was called in as doctor thought iliac and femoral trauma was likely on removal. The sheath was removed with vascular surgeon present, and the removal resulted in iliac tear and blood loss. It was unable to be fixed percutaneously. A laparotomy and a ileofemoral bypass were required to control the bleeding and blood products were required.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a liner delamination 8.5 inches in length from the distal tip. The liner material was inverted, the distal section of the liner and delivery system inflation balloon were in the sheath strain relief. The balloon material was observed to have a twisted profile. The c-marker was present and attached to the liner. Teco adhesive material was present on the liner. The tip was opened as designed with soft tip damage present. Severe damage / kink along the sheath shaft, along 4 inches of the sheath and 0.75 inches distal to the comnut, was observed. A liner tear, starting 1.5 inches distal to the comnut and 5 inches in length was observed. A tear on the strain relief, 1cm in length was also observed. Review of the provided post procedure device photos revealed the sheath liner delaminated from the sheath shaft and the sheath shaft (distal section) was severely damaged. Review of the patient vasculature revealed the access vessel minimum luminal diameter (mld) was sufficiently sized. A slight curvature between the common iliac artery and aorta was observed and calcification was noted in the right access vessel. Due to the nature of the complaint and condition of the returned device, no functional testing was performed. Dimensional analysis of the single wall thickness of the liner material along the edge of the tear was performed. All measurements were within specifications. No other relevant measurements on the complaint device could be obtained for the other reported complaint events. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no similar complaints for the associated complaint codes. Complaint history review from october 2019 to september 2020 for the esheath introducer sheath (all models and sizes) revealed other similar complaints for the associated evaluation codes. No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. Available information suggests that procedural (device mishandling during preparation, device insertion angle, excessive device manipulation during insertion/retrieval, valve alignment conducted in sheath, tortuous/calcified vasculature) may have contributed to the reported events. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed. However, investigation of the device, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. Curvature of the abdominal aorta can be observed in provided imagery. Curvature in this region may lead to non-coaxial retrieval of the delivery system balloon into the sheath tip. If the delivery system balloon is non-coaxial with the sheath tip, the balloon may catch on the sheath tip and/or liner. The force required to pull the delivery system into the sheath may cause the liner to delaminate from the sheath shaft if the balloon is caught on the distal end of the sheath. Damage to the soft tip of the sheath, and buckling/kinking of the sheath shaft support that the delivery inflation balloon may have been caught at the distal tip of the sheath during initial device retrieval. Delamination of the liner may weaken the column strength of the sheath, making it more susceptible to further kinking during device manipulation to trouble shoot encountered retrieval difficulty. Access vessel calcification can be observed in provided imagery. Interaction of calcification with the liner and strain relief may weaken/damage the materials and make them susceptible to tearing, particularly in the presence of excessive device manipulation. The location of the damage (e.g. Starting from distal section of sheath and terminating where balloon is entangled in liner), support that damage may have occurred due to excessive device manipulation during delivery system retrieval. Although a definite root cause was not able to be determined, available information suggests procedural and/or patient factors (non-coaxial device retrieval due to aorta curvature, device manipulation) may have contributed to the liner delamination and kinked shaft. Procedural and/or patient factors (device manipulation, access vessel calcification) may have contributed to the observed liner tear and sheath shaft damaged. No manufacturing non-conformance or labeling/training/IFU deficiencies were identified. Available information suggests that patient/procedural factors may have contributed to the complaint event. No product risk assessment or corrective/preventative action is required.